Manufacturer narrative:
Steris has made several attempts to contact the customer for additional information regarding the reported event. To date, steris has not received a response from the customer. The instructions for use states, "warnings and precautions: the following conditions may not allow the lariat snare device to function properly: advancing the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position and/or actuating the device when the handle is at an acute angle in relation to the sheath." No additional issues have been reported.

Manufacturer narrative:
Steris has contacted the customer for additional information, and we are pending their response. The investigation of the subject event is in process. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported via vigilance report to (B)(6) that during a patient procedure that two of the lariat snares would not cut through a polyp. The procedure was completed successfully with a mini snare. No report of injury.